Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. Review of the logfiles for the day of treatment shows no warning or errors that could contribute to the reported event. During start-up of the system the calibration checks were performed without error. The logfile shows all treatments successfully finished. The logfile shows the energy is stable during treatment. No relevant deviation between planed and performed energy is detectable for the treatment. The user performed surgery with the recommended setting. According to the treatment report, a vertical gas breakthrough (vgb) had occurred, and the desired flap thickness was 110-m. However, the user must check the achieved flap-thickens and standard deviation achieved. The visual impression of the flap created is a rather thin flap possibly caused by the canal placement. The canal is too short. The accumulated gas, might have caused the large opaque bubble layer (obl) and expansion of the stroma. Therefore, resulted in a thinner cut and to a vertical gas break through, caused by the high gas pressure and the thin cutting plane. Most likely root cause is the use setting of the canal is too short, which led to the gas accumulation under patient interface, and resulted in incomplete and thin cut in this area. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a case of an incomplete corneal flap cut and thin corneal flap during a lasik flap creation of a patient's right eye. Surgeon indicated the flap was likely in bowman's layer, and he was able to lift the edge of one side but not the other. Additional information has been requested.